Manufacturer narrative:
The user reported the pdm was turning off and on while trying to activate a new pod, and a "pod deactivated" message kept getting displayed, which led to the pdm being unable to activate a new pod. No damages or defects were observed that would cause the device to power off and on by itself. Inspection of the log files show the data from the date of occurrence was overwritten. Inspection of the audit file from on and around the date of occurrence showed a new pod was successfully able to be activated after all pod deactivations with no communication issues. Inspection of the ibf file showed no issues deactivating a pod and then activating a new pod. Inspection of the available log files showed no evidence of communication issues. Since the log files from the date of occurrence are not available, it could not be determined if the 'pod deactivated" message was repeatedly displayed. The pdm successfully paired with an unused pod, delivered a 5 unit bolus over a distance of 5 feet, and deactivated the pod. No communication issues were observed. Although investigation found no evidence of the reported event, the cause of the reported event could not be determined due to the log files from the date of occurrence being unavailable.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 895 mg/dl while wearing a pod. Symptoms reported include dehydration as well as weakness and feeling dizzy. Once at the hospital the patients pod was removed. The patient reports they are allergic to insulin. The doctor had treated them with a special insulin in which was made for them with the instruction of their diabetes doctor. The patient was discharged from the hospital after 3-4 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.